Manufacturer narrative:
(B)(4).

Event description:
Pediatric patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced g5 mobile application freezes randomly. No additional patient or event information is available.